Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, the entry guide manipulator (egm) inadvertently made contact with the patient's face. It was speculated that the pitch limit may have not been initially configured. As a result, when the surgeon rotated from the colon to the pelvis to mobilize the colon, the egm moved beyond the intended range of motion and struck the patient's face. There was no injury, bleeding, or harm to the patient from this incident, nor were any unplanned medical or surgical interventions required. Any bleeding observed during the procedure was expected. The amount of blood loss was not provided. The surgeon identified the cause of the event as the need for greater range of movement due to the task being performed and did not attribute the incident to the da vinci system, instrument, or accessories. The procedure was successfully completed robotically, and there was no injury to the patient's face. There were no post-operative complications.